Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. Evaluation showed that the shock cushion, 6in transitional teeth, 1/4in pin, adjustment wrench thread are all worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) is wobbly, moved during a case, and not locking properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.